Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Additional device product code is hrx. (B)(4). Due to the intra-operative events, the product was not successfully implanted. An alternate product was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture date: dec 22, 2016. Expiration date: oct 31, 2018. The review showed that the supplier certificate of conformity was reviewed and it confirms that the material the product did met inspection records, certification test values, and acceptance criteria. In addition the device did pass the incoming inspection in (B)(4) without any issues. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to treat a l1 compression fracture on (B)(6) 2017, two (2) synflate balloon/medium-sterile popped during insertion. The surgeon was able to place the balloon on the right side and inflate the balloon in the vertebral body. He removed this balloon and then placed a new balloon on the left side. While inflating this balloon it popped during inflation at around the 350 psi pressure. The surgeon removed this balloon easily and placed a new balloon on the left and this balloon also popped at about the 350 psi pressure during inflation. This balloon was also removed easily and no balloon fragments were left in the patient. The surgeon elected to place the depuy confidence cement bilaterally into the vertebral body. He successfully placed 8 cc of cement and was happy with the outcome of the procedure. The remainder of the procedure was successfully completed. The surgeon thought that there might be a sharp piece of bone within the vertebral body that was causing the balloon to pop. The surgeon had to mix a second confidence cement kit due to the delay caused by the popped balloons. The surgery was delayed by five (5) minutes because they had to open another balloon and prime the inflation system with contrast / saline. Additional unanticipated c-arm fluoroscopy images taken were taken. The patient¿s postoperative outcome was not available for reporting. Concomitant devices reported: depuy confidence cement (part #283910000, quantity # 1). This report is 2 of 2 for (B)(4).